Manufacturer narrative:
The referenced possible internal percutaneous lead compromise was reported under medwatch MFR #2916596-2016-00041. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2015, the patient was admitted for elevated lactate dehydrogenase (ldh) levels of 1080 u/l. The patient also showed clinical symptoms of dark urine. The pump parameters were stable. On (B)(6) 2015, the patient's plasma free hemoglobin was 88 g/dl with evidence of hemoglobinuria. An echocardiogram was performed on (B)(6) 2015 and no notable clot was visualized. At the time of the event, the patient was being medically managed on anticoagulation therapy including heparin, warfarin, full aspirin and dipyridamole. The patient was transitioned to a bivalirudin infusion with no notable improvement at the time. On (B)(6) 2015, the patient's clinical symptoms included dark urine, ldh level of 2724 u/l and non-sustained ventricular tachycardia. Hemoglobin and hematocrit levels were stable. The pump parameters were also stable. As of (B)(6) 2015, the patient remained hospitalized with notable improvement with respect to the hemolysis after the pump speed was decreased to 8800 rpms. Some low flow readings were noted, but the patient was tolerating the decreased pump speed. It was reported that the patient had lost a significant amount of weight and experienced improvement in the left ventricle size, after which the inflow cannula appeared to be positioned at the lateral heart wall instead of angled toward the mitral valve. The patient's ldh values improved to 389 u/l, the urine became clear, and the patient's volume was stable. No additional information was provided.

Manufacturer narrative:
Additional information. The pump exchanges referenced in this section were reported under medwatch MFR. Report #¿s 2916596-2011-00560 and 2916596-2012-00712. The patient remains ongoing on vad support with no further hemolysis related issues reported. A specific cause for the reported elevation in ldh and low flow alarms cannot be conclusively determined; however, it was reported that with significant weight loss and improvement in left ventricle size, the inflow cannula appeared positioned at the lateral heart wall instead of angled toward mitral valve. Review of the submitted x-rays showed the malpositioned inflow conduit. With the transition to bivalirudin, and the reduced pump speed, it was reported that the patient¿s hemolysis indicators trended down. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to admission, the patient's presented to the clinic for a routine clinic appointment and it was found that the patient's lactate dehydrogenase (ldh) was 1000 u/l, which was more than 3 times higher than their previous level. After the patient was admitted to the hospital they developed dark tea colored urine and slight worsening creatinine (baseline was 1.01 mg/dl to 2.0 mg/dl). The patient had 2 pump exchanges (in 2011 and 2012). The patient had a higher risk of clotting and therefore was on triple therapy since 2011. The patient's inr goal was 2.5-3, and at the time of the event the inr was 2.7. The patient's inrs the prior months were 2.2-3.7. The hemolysis indicators (lab wise) trended down once the patient was started on bivalirudin.